Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. There was no indication the device did not perform as intended.

Event description:
During an af procedure, after the transseptal puncture, the patient briefly showed st elevations. Atrial stimulation was performed and the elevations disappeared. The procedure was successfully completed with no adverse patient consequences.